Event description:
Received notification from the florida dept. Of health, bureau of radiation control advisory that some radiation sheilds manufactured after october 1996 used for radiation protection may contain radioactive contamination. 15 protective sheilds were found to be emitting radiation.